Event description:
It was reported that pacing failure occurred while the patient cable was being used with a patient. A performance check prior to use was not performed. The cable was returned to the manufacturer. There was no health hazard to the patient, another cable was used.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was a fracture noted at the base of the connector on the positive side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).